Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2010-00376 for the first incident involving the same patient. It was reported via a phone call from the sales representative that the patient was "coming off bypass." While in the operating room, the second intra-aortic balloon (iab) was prepped per instruction and the md inserted the super arrow-flex (saf) sheath into the same insertion site as the first saf sheath, the patient's femoral artery. The iab was inserted into the saf sheath and became stuck. The md removed the iab and the saf sheath as one unit. The md requested another iab for insertion. This iab was inserted through the teflon sheath, which was inserted into the same insertion site as saf sheath, the patient femoral artery. There was no reported patient injury. The delay in treatment was the time it took to open and prep another iab. The patient outcome is fine.